Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 216 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.